Event description:
It was reported that the bladder of a basal/bolus infusor had ruptured. This occurred after the total fill volume (96 ml) was filled into the device, using an unknown syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. A visual inspection of the sample found the reservoir to be ruptured, which confirmed the reported condition. The sample was microscopically evaluated, however the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.